Event description:
It was reported the device was displaying a red x. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information available and the testing conducted, the probable cause of the reported problem was an operation check failure. However, the product was not returned to philips for evaluation. Device not returned.